Event description:
It was reported that a monarc subfascial hammock was implanted to treat stress urinary incontinence. "Within months after the initial implant procedure," the patient experienced, "complications from the defective mesh requiring additional medical care and treatment and/or surgical interventions." It was also alleged that, as a result of the mesh, the patient "suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery; required and will continue to require healthcare and services; has incurred and will continue to incur medical and related expenses; has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain and other such injuries;" "severe personal injuries;" "severe emotional distress;" "severe side effects and suffered irreparable bodily injuries."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.